Manufacturer narrative:
Bed was repaired by a 3rd party vendor, hrc technician went out to make sure bed was working properly. Per the hillrom user manual, warning: the bed exit system is not intended as a substitute for good nursing practices. The bed exit system must be used in conjunction with a sound risk assessment and protocol. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in december 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician found no malfunciton with the bed as the bed was already repaired by a 3rd party vendor. Customer refused to disclose what was repaired to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).